Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced redness/drainage from the implantable pulse generator (ipg) site. It was later confirmed that the patient had experienced an infection. The ipg system was explanted and will be replaced in the future. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.